Manufacturer narrative:
Follow-up # 1 date of submission 20-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 13-apr-2018 with the following findings:during testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with a 2 unit/hour basal rate; end the of testing the basal history correctly showed 2.0 units and the total daily dose (tdd) showed 48.0 units. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The tdd added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Unrelated to the original complaint, it was observed that the battery compartment had two cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 594 mg/dl with nausea, headache, fatigue and polyuria associated with an alleged history settings issue. Reportedly, the patient remained on the pump and was treated at the hospital with 2 bags of intravenous fluid, prilosec and a prescription for zofran by their health care provider. The patient¿s father also stated that the patient was recently sick; on abilify. During troubleshooting with customer technical support, it was noted that the basal history did not match the active basal program. It was also noted that the time was off by less than an hr. This complaint is being reported because the patient experienced hyperglycemia associated with a basal history issue.